Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The event occurred post-surgery. There was no patient involvement reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had intermittent operation. Therefore, the reported condition as confirmed. The assignable root cause was determined to be due to an internal mechanical component wear or electric motor or electronic control module failure due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device had stalling issues. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.